Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the self test, displacement test, active current measurement and sleep current measurement. The pump was monitored for several hours and no unexpected battery power loss noted. Successfully downloaded history files and traces using thump . Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted. No power error 25, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, insert battery alarm was recorded and found in the formatted history file on: 05/26/2023 08:34:15.000. 05/26/2023 10:06:40.000. 05/26/2023 10:15:12.000. 05/26/2023 10:24:36.000. Low battery alert was recorded and found in the formatted history file on: 05/26/2023 07:21:00.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer may have used a low power battery. There were no unexpected pump errors/alarms noted 1 week prior to the event date 26-may-2023 in the formatted history file. Pump was cut open to perform visual inspection and found corrosion on the vibrator/power connector and battery tube assembly noted. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the battery compartment. Unexpected battery power loss was not confirmed. During visual inspection, corrosion was found on the vibrator/power connector and battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported replace battery alarm and crack on the pump. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the issue was resolved by a new battery. The customer will discontinue to use the device and the pump will be returned for analysis.